Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger model 37761 serial # (B)(4) showed the metal connector at the end of the cable assembly had broken off. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was "dead" and they had no stimulation. It was noted that the desktop charger was unable to charge the recharger unit and there was a loose/bent/broken connector pin. There was no out of box failure reported in the event. No medical or therapy issues were noted. No patient symptoms or injury were reported in the event. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.